Manufacturer narrative:
The o2 shutoff cable assembly was evaluated by vyaire and the reported problem could not be duplicated. A root cause could not be determined for the reported event.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected exhalation valve assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit's peak end expiratory pressure is fluctuating. The customer reported oxygen leaking internally and the unit is auto-cycling. The customer performed troubleshooting, but the issue was not resolved. The customer determined the most likely cause of the reported event is the exhalation valve assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The suspect ventilator main exhalation valve assembly was returned to vyaire and evaluated. The reported problem could not be confirmed and was not duplicated. A conclusive root cause could not be determined.